Event description:
A customer had a problem with a permcath dialysis catheter. According to the customer "catheter was implanted in pt 1 year ago. 1 year later the catheter was reported to be leaking blood from the pipe. The pt became infected."